Event description:
It was observed that during the device evaluation, the colonvideoscope air water cylinder has foreign white objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign objects to remain in the air water channel and cylinder tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.